Event description:
Event description boston scientific cardiac rhythm management (crm) received information that this implantable transvenous defibrillation lead exhibited an elevated threshold and increased impedance measurement. A lead fracture was suspected. A revision procedure was performed at which time the lead was abandoned and the implantable cardioverter defibrillator (ICD), which is part of the advisory issued on this model device, was electively explanted. No adverse patient effects have been reported.